Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the overheating inside the subject device due to the blockage of the ventilation grilles by the user while installation of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the lamp was turned off and the temperature error e101 which indicated that the temperature inside of the light source had increased, and the safety mechanism was working occurred. The user turned off the subject device and after a short time the user used the subject device again, the same issue occurred at once. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.